Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band on the legacy half-height drawer had snapped, and the metal sheeting began cutting into the cable. A field service engineer inspected drawer 2.1. The pyxibus cable was found partially plugged into the back of the drawer. The engineer further inspected the retractor band and confirmed it had snapped and was damaging the cable. The retractor band was replaced, and the drawer was tested successfully in the user application. The customer verified that the storage space could be recovered and accessed multiple times without any failures. The system functioned as intended after the field service engineer repaired the device.